Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the pan separated from cartridge and remained in device. The problem occurred after the 7th firing. Another device was used to complete the procedure. There was no adverse consequence to the patient. (B)(6).